Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (two grams for five days, route and frequency not reported) and fortum (one gram once daily, route and duration not reported). The outcome of the peritonitis event was not reported. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Updated information: at the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.